Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The customer is sending sample to bci cpls (customer product line support) for testing.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reactive toxo igm result for one patient that was discordant to two other methodologies. The results provided by the customer are shown. It is unknown if there was an affect to patient treatment with regard to this event.